Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd venflon¿ pro safety shielded IV catheter leaked from the injection port. This complaint was created to capture the 4th of 4 related incidents. The following information was provided by the initial reporter: "we have had four cases of leakage from the injection ports of bd pro safety IV in our trust".

Event description:
It was reported that the bd venflon¿ pro safety shielded IV catheter leaked from the injection port. This complaint was created to capture the 4th of 4 related incidents. The following information was provided by the initial reporter: "we have had four cases of leakage from the injection ports of bd pro safety IV in our trust."

Manufacturer narrative:
H.6. Investigation: no photos or samples were received by our quality team for evaluation therefore the failure mode could not be verified. A review of the internal manufacturing device records and raw material history files for the reported lot number was performed and no recorded quality problems or rejections to this incident were found. Based on the quality team's investigation, the root cause of this incident cannot be determined. From the verbatim, the probable root cause for leakage from the injection port could be due to valve issue. CAPA#1379444 was initiated. See h.10.